Event description:
It was reported that, "surgeon was implanting 2.0mm x 14mm asnis cannulated screw over a .8mm k-wire. Upon tightening the screw, the end of the screwdriver blade broke off and stayed in the screw. The screw was removed with pliers and another 2.0mm x 14mm screw was placed using the solid screwdriver."

Manufacturer narrative:
Device not yet returned for analysis.